Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined how or when this damage occurred. The download data does not contain any timeouts or drive stalls that would indicate a failure to deliver insulin.

Event description:
It was reported that the patient's blood glucose levels reached 350 mg/dl while wearing the pod between 4 and 24 hours on the arm. Ketones were also tested and the results were normal. As treatment, a new pod was applied.